Event description:
The user stopped hearing with the device 10 days ago ((B)(6) 2021). In (B)(6) 2021 the user had a fall and since then she started to report hearing fluctuations. It is unknown if the user hit the area over the implant during the fall. A reimplantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user stopped hearing with the device 10 days ago (december 10, 2021). In (B)(6) 2021 the user had a fall and since then she started to report hearing fluctuations. It is unknown if the user hit the area over the implant during the fall. A reimplantation is being considered.

Event description:
The user stopped hearing with the device 10 days ago ((B)(6) 2021). In (B)(6) 2021 the user had a fall and since then she started to report hearing fluctuations. It is unknown if the user hit the area over the implant during the fall. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition, two electrode contacts were found outside the cochlea at explantation, most likely due to a post-operative migration of the electrode array. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.